Event description:
Upon attempted removal of the wire guide from the coaxial catheter introducer, the physician noted that only the mandril with the shaft the distal tapered tip exited. It was revealed that the platinum spring remained in the artery. The intravascular retriever basket was used to remove the spring. No problems were noted with the patient's condition after procedure.